Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated that his blood sugar level had dropped. His wife could not wake him up, so she called 911. He stated that when the paramedics arrived ¿they had to revive me.¿ no symptoms prior to the loss of consciousness were reported, and no details regarding the revival were provided. When he passed out the cgm was reading approximately 50 mg/dl. After he woke up at some point the paramedics told him that the readings did not match up, as they checked a bg which was about 30 mg/dl. The patient was unable to provide specific treatment details but stated that he is sure that ems had given him an injection to raise his bg. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.